Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial# (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4), ubd: 30-nov-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving 2000mcg/ml baclofen at 422mcg/day via an implantable infusion pump for chronic low back pain. It was reported that the patient had a catheter dye study done and afterwards was throwing up and felt like they were sick. The patient called 911. It was reported that at the dye study they were only able to aspirate 0.55cc. The dye was pushed through the system and a priming bolus was performed after the dye study. The correct amount of drug was used for the priming bolus. The patient had the dye study done because they had increased pain in their legs and it was getting harder to walk. It was reported that the patient's intrathecal baclofen dose had not been increased in a very long time. The patient had dye studies in the past so they did not believe it was an allergic reaction to the dye. No further complications were anticipated/reported.

Manufacturer narrative:
Continuation of d11: product ID 8711 lot# serial# (B)(4) implanted: explanted: product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the serial number of the catheter was unknown. It was unknown if the feeling sick and vomiting was a device or therapy issue and the cause of pulling back only 0.5cc was unknown as well. The patient was given fluid at the emergency room for the vomiting/feeling sick, and it was reported that the issue was resolved. No further complications were anticipated/reported.